Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user reportedly scrapped the ventilator due to its age. No investigation has been possible, therefore the root cause of the reported alarms has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. Manufacturer's ref #: (B)(4).